Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not logging data despite being in use. Reportedly, there were no entries observed in the pump history under alerts/alarms, boluses, and no data for the total daily dose. The customer's blood glucose level was 140 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.